Event description:
The customer stated, that he was hospitalized due to diabetic ketoacidosis. The blood glucose reading reported was 233 mg/dl. Troubleshooting was performed and the programming was accurate. The insulin pump passed the prime test. A tubing clamp was sent to the customer in order to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.